Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device displayed "check pads" and "poor pad contact" messages. Complainant indicated that the clinician switched from electrodes to defibrillator paddles and successfully treated the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.